Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. Vascular access was gained via the radial artery. Angioplasty was performed to several coronary lesions. A 3.0x12mm omega stent was advanced however was unable to cross the lesion despite several attempts and several pre-dilatations. The 3.5x16mm omega stent was then advanced and was also unable to cross the lesion despite several attempts and it was noted that the shaft of the device fractured. The procedure was completed with the implant of a 4.0x6mm, 3.0x12mm, and 2.5x8mm omega stents. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - the balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The stent was appropriately positioned between the markerbands and secured to the balloon. The hypotube separation was 19cm from the strain relief. The sheath on the proximal end of the hypotube fracture surface was stretched and twisted. The distal end of the hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, a shaft break occurred. Vascular access was gained via the radial artery. Angioplasty was performed to several coronary lesions. A 3.0x12mm omega stent was advanced however was unable to cross the lesion despite several attempts and several pre-dilatations. The 3.5x16mm omega stent was then advanced and was also unable to cross the lesion despite several attempts and it was noted that the shaft of the device fractured. The procedure was completed with the implant of a 4.0x6mm, 3.0x12mm, and 2.5x8mm omega stents. No patient complications were reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.